Event description:
It was reported the catheter was being placed into the patient's right internal jugular in the operating room. As the physician was inserting the wire through the needle resistance was met. As a result, he removed the needle and the wire. A new kit was opened and used successfully. There was a delay in treatment with no patient harm and no patient death or complications reported. The event was initially evaluated and determined to be non-reportable. Upon receipt of the returned device the event was determined to be a result of a product malfunction, therefore, it is reportable.

Manufacturer narrative:
(B)(4).